Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The valve was noted to be myxomatous. The first clip was implanted successfully. The second clip obtained a good grasp and was successful in reducing the mr. A few moments later an increase in mr was noticed. The valve was interrogated, and a perforation of the posterior leaflet was found. There was no other viable position for the clip to be implanted on without risk of further damage. The second clip was removed from the patient. Subsequently, the procedure was concluded with a resulting mr of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury appears to be due to a combination of patient anatomy (leaflet tissue health) and user technique/procedural circumstances and due to tension on the device. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.